Event description:
It was reported that stent damage occurred. The target lesion was located in left coronary artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during preparation, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. There were no complications nor injuries reported and the patient was in stable condition.

Event description:
It was reported that stent damage occurred. The target lesion was located in left coronary artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during preparation, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. There were no complications nor injuries reported and the patient was in stable condition. It was further reported that it was an 80% stenosed target lesion located in the mildly tortuous and moderately calcified artery.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in left coronary artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during preparation, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. There were no complications nor injuries reported and the patient was in stable condition. It was further reported that it was an 80% stenosed target lesion located in the mildly tortuous and moderately calcified artery.